Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead received an left ventricular assist device lvad. The device was check after the lvad was placed and the system displayed a drop in impedance measurement from the 600 ohm range to 200 ohms. In addition the lv and right ventricular (rv) thresholds had increased. It was also reported that the device was not bi-ventricular pacing as expected. Boston scientific technical services discussed trouble-shooting and potential causes of the reported clinical; observations. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.